Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found sleeve on plunger clamp in the pipetting assembly of the problem area was stuck. All tip and plunger clamps were cleaned. The instrument was tested without further problem and returned to service.